Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the blue (venous) luer adapter was cracked, causing oozing blood. There was a leak. Flushing was done with a normal result. Nothing unusual was observed on the device prior to use. Besides the reported issue, there were no other defects/damages found on the product. A cleaning agent was used on the device. No other products are being utilized with the device. The insertion site was not treated prior to product placement. The reported product was not replaced. The intervention required was to replace the luer adapter and observed the catheter during surgery. The remedial action performed was replacing the luer adapter. There was 2-3 ml of blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the blue (venous) luer adapter was cracked, causing oozing blood. There was a leak. Flushing was done with a normal result. Nothing unusual was observed on the device prior to use. Besides the reported issue, there were no other defects/damages found on the product. There was no cleaning agent was used on the device. No other products are being utilized with the device. The insertion site was not treated prior to product placement. The reported product was not replaced. The intervention required was to replace the luer adapter and observed the catheter during surgery. The remedial action performed was replacing the luer adapter. There was 2-3 ml of blood loss, and blood transfusion was not required. There was no reported patient injury.